Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). Device information was received. It was clarified that there was no adapter included in the system or event. It was noted that the ins had depleted normally.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_adaptor_acc, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient had inflammation in their left ins pocket. A laboratory test determined the presence of pseudomonas aeruginosa. The patient was administered medication on (B)(6) 2018. On (B)(6) 2018 the patient's ins, extension, lead and adapter were explanted. The devices were later replaced on (B)(6) 2018. The event resulted in in-patient hospitalization. The issue was resolved without sequela on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was clarified that the devices were replaced on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information corrected.